Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy and stated their device stopped working where they are still wetting them self. They feel like they don't have the therapy at all. It was reviewed with the patient to sync with the ins during the call. Patient confirmed stimulation was off and the patient is on program 2 at 2.7v. Stimulation was turned back on and the patient felt it comfortably. They will keep stimulation at that level and will monitor their symptoms. Button and diary use was also reviewed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.